Manufacturer narrative:
Insulin pump had an intermittent button response up arrow button due to corroded keypad traces noted. No unexpected ramping of numbers noted. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
It was reported the customer had a keypad anomaly during a bolus. The customer stated their numbers were ramping up. It was reported that the button error alarm did not appear. Customer's blood glucose was 57 mg/dl. There was not any significant events leading to the keypad anomaly. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).